Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9114903. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a visual and functional assessment was performed on the device returned to our facility. Our engineers were able to determine that the root cause for this event is a missing washer on the returned device. A thorough review of our process has identified the incorrect set-up of the automated vision system; in the event the lighting system used by the automated vision system is moved by an outside force, the small change in light can result in a non-conforming device being missed. To address this situation we have issued a quality alert to our team in order to increase vigilance of the situation.

Event description:
It was reported that upon removal of safety needle after cannulation the components came apart and needle was exposed with a bd nexiva diffusics 24g x 0.75 in. The following information was provided by the initial reporter: radiographer cannulated patient with 24 ga nexiva diffusics and on removal of safety needle, components came apart, rendering the needle exposed and unsafe.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of safety needle after cannulation the components came apart and needle was exposed with a bd nexiva diffusics 24g x 0.75 in. The following information was provided by the initial reporter: radiographer cannulated patient with 24 ga nexiva diffusics and on removal of safety needle, components came apart, rendering the needle exposed and unsafe.